Manufacturer narrative:
Per the tandem user guide: "the transmitter battery will last at least 6 months. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use more than 6 months. No additional patient or event information was available. Tandem customer technical support instructed customer to use a new transmitter.